Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a bad fall in (B)(6) 2018, another fall in the same month, and a third fall in the following month of (B)(6) 2018. The patient reported they were experiencing electrical shocks in their right buttock and right perineum since ¿probably around (B)(6),¿ and pins and needles in their right foot for ¿several months.¿ it was noted that the change in therapy was sudden. The patient was redirected to their healthcare provider and inquire what additional testing could be performed to determine what could be causing the shocking. It was also reviewed to turn stimulation off for longer period of time to monitor if they experienced shocking when stimulation is off. The patient noted they saw their healthcare provider who visually checked the implant site, and told them that everything looked fine. The healthcare provider suggested they turn stimulation down, the patient turned it off for two hours and didn't experience any shocking during that time. No further complications were reported.